Event description:
It was further reported that the index procedure treated the 90% stenosed, 3.0x16mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation, the placement of a 3.0x16mm taxus liberte stent and post-dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. Per the physician, the event was listed as "possibly related" to the study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (4) it was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the mid right coronary artery (rca) with an unspecified taxus liberte stent. In (B) (6) 2010 with no ischemic symptom, a 75% restenosed 3.0x12mm lesion was found in the mid rca. Treatment consisted of angioplasty with an unspecified balloon and the placement of a 3.0x12mm non bsc stent resulting in 0% residual stenosis. The outcome was listed as "resolved" and the patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2010 at the 6 month study follow up visit, the patient showed no anginal symptoms.